Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient was not getting adequate therapy due to lead migration. X-ray confirmed lead migration. As a result, surgical intervention may take place.

Event description:
It was reported that surgery took place on (B)(6) 2019 to address pain at the ipg site (reference 1627487-2019-07089). No intervention was performed with respect to the lead during the procedure. Postoperatively, the patient is reportedly receiving effective therapy.